Manufacturer narrative:
H-3 supplemental info was received and the devices were found to be of another MFR.

Event description:
Physician states pt had placement of submuscular mammary prostheses. He also state, "she had postoperative complications of persistent pain and did elect to have her left prosthesis removed." Report stated pt had an open capsulectomy on 5/27/83 with reinsertion.